Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign matter was found inside the device. An encore balloon catheter inflation device was selected for use. Upon unpacking, a liquid or fluid was noted inside the encore. Procedure was completed with another of the same device. No patient complications were reported.